Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the when they were doing physical activity only part of the activity was captured. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.